Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/55 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: enoxaparin use and adverse events in outpatients with a continuous flow left ventricular assist device at a single institution. Journal of pharmacy practice. 2022. Vol. 35(3) 422¿ 426. Doi: 10.1177/0897190021993382 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding anticoagulation in left ventricular assist device (vad) patients. The authors described patients who had subtherapeutic international normalized ratios (inrs) and either bridged with enoxaparin or were not bridged. There were patients in both groups who experienced bleeding events, such as gastrointestinal bleeds (gibs), intracranial hemorrhage, hemothorax, hematoma, and other unknown bleeds. There were also thrombotic events which included pump thrombosis and ischemic strokes. The status of the devices is unknown. No additional adverse patient effects were reported.